Event description:
The caller reported a malfunction on the pump, identified by a specific malfunction code. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided information on how to reset the pump and assisted the caller with the process.